Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed apple juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.